Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Root cause analysis: sample/s evaluation: complaint reported an unknown batch, thus, unable to review the DHR. As no complaint sample was received, further investigation is not possible. Summary of root cause analysis: as no complaint sample was received, further investigation is not possible. Therefore, this complaint is considered as not confirmed. Cause: cause could not be determined. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
According to the event description: patient currently on treatment with 5-fu administered via an infuser. This patient observed an administration time of 17 hours during a second use instead of 48 hours.: this report is being filed for the second incident that occurred with the same patient. The first incident was previously submitted in MFR report: 9610825-2024-00564.